Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2019-02468; 1627487-2019-02469; 1627487-2019-02470. The patient is implanted with scs system for off-label use. It was reported that the patient experienced a change in stimulation since they fell and now have high impedance on their right peripheral lead and lamitrode lead. In turn, the patient may undergo surgical intervention to address this issue.

Event description:
Device 1 of 4; reference MFR. Report#: 1627487-2019-02468, 1627487-2019-02469, 1627487-2019-02470.